Event description:
Hand piece has broken buttons. Confirmed complaint: broken freeze trigger. Replaced freeze trigger and adjusted levers. Repair order (B)(4). From s&r: broken trigger would mean they could not control freeze and defrost functions. Ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Hand piece has broken buttons. Confirmed complaint: broken freeze trigger. Replaced freeze trigger and adjusted levers. Repair order (B)(4). From s&r: broken trigger would mean they could not control freeze and defrost functions. Ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. X-review DHR . X-inspect returned samples . *analysis and findings. Complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 06/08/2015 under wo #(B)(4) and shipped on 6/24/2015. Manufacturing record review: DHR 181190 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97537, this unit was at csi on 12/13/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage to the freeze trigger. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. *was the complaint confirmed? Yes no. Root cause: based on the observed damage the root cause is being attributed to handling error by end user. The damage to the trigger indicates the unit was impacted in some manner. The damage requires a service repair as the flow of gas will affect proper function. *correction and/or corrective action. The unit repaired as a service repair under a charge as the unit was damaged by the end user. Once tested the unit was returned to the customer. No corrective actions are required. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary *was the complaint confirmed? Yes.

Event description:
Hand piece has broken buttons. Confirmed complaint: broken freeze trigger. Replaced freeze trigger and adjusted levers. Repair order (B)(4). From s&r: broken trigger would mean they could not control freeze and defrost functions. 1216677-2021-00318 ll100 cryosurgical 900001 e-complaint-(B)(4).